Event description:
It was reported that during an unknown procedure that the device would not open. After several attempts, it could be opened and removed with no issue to the patient.

Manufacturer narrative:
Firing trigger teeth. Evaluation summary: the analysis showed that the tsw45 device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. However, the device did open and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.